Event description:
It was reported by the affiliate that during an unknown procedure, the clip not in the jaw. There were no adverse consequences to the pt. One device returning. Affiliate reference number 06-022.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument we rec'd was non-functional. The instrument was returned with the cartridge cover damage; therefore, the clips could not be fired as intended.